Event description:
Pt was tested at account on suspect device, inr=5.9, laboratory sample taken, inr=2.5. A second pt was tested on suspect device inr=1.9 and laboratory inr=2.5. Account states that controls are within range. Account is questioning the relationship between display of seconds to actual inr result.